Event description:
It was reported that during implant there was placement difficulty of the right ventricular (rv) lead due to the patient¿s tricuspid regurgitation. The passive lead would not stay in the right ventricle. The lead was removed and replaced by an active fixation lead. It was noted that the physician cut the insulation in order to facilitate placement of the new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a tear. It was noted that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the inner and outer insulation of the lead were observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the returned lead was stretched and the stylet was stuck in it. Both insulations were breached extrinsically. The outer insulation was pulled apart and the inner insulation was torn. (B)(4).